Event description:
Customer states he dropped his meter and the cap came off the end of the softclix plus lancing device. Afterward, when he put cap back on, the properly seated lancets always protrude from the end of the cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.